Manufacturer narrative:
It was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the bands were ¿scrunched¿ unevenly together on the ligator head. It was reported that the physician did not deploy the bands, and decided to not place any bands. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.